Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During surgery, insert trial broke when it was removed. There is a possibility that the broken fragment remained in the patient body.